Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), the 23mm commander delivery system with sapien 3 valve was difficult to push through the esheath and a lot of force was needed. The patient had small femoral vessels. During valve alignment it was noticed that the inner balloon spring looked damaged. Therefore, the system was removed and a second system was opened and the valve was successfully implanted. On removal of the first system, it was noted that there was a hole in the system just proximal to the balloon. As per pictures received, it seems the I/c bond tore.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned after use in the procedure. Visual inspection determined the crimp balloon was torn proximal the to crimp (I/c) balloon bond, the guidewire lumen was detached from nose tip, the distal balloon was bunched, the valve was partially aligned on inflation balloon, minor flex tip gouges and damage to flex shaft. The provided imagery shows the device after being removed. The crimp balloon was torn and the spring is stretched with the valve crimped on the balloon. Due to the condition of the returned device (crimp balloon torn), no functional testing was able to be performed. The complaints were confirmed by visual inspection. However, during evaluation, the delivery system was able to be locked and pulled without slippage. Dimensional analysis was performed on the double wall thickness on the crimp balloon along the balloon separation. The measurements meet the double wall thickness specification. A device history review (DHR) was performed and the review did not reveal any manufacturing related issues that would have contributed to this complaint. A lot history review was performed and revealed no additional complaints. A review of complaint history from june 2018 to may 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints. A review of the complaint history revealed that the occurrence rate did not exceed the may 2019 control limit for the trend category. Instructions for use (IFU), device preparation manual and procedural training manual were reviewed for instructions guidance on device preparation/usage. No IFU/training deficiencies were identified. The delivery system underwent the multiple 100% inspections during the manufacturing process. Additionally, during manufacturing the delivery system flex tip outer diameter was inspected/verified using a go gauge and, following assembly, the flex tip to flex catheter bond was 100% visually inspected for defects. These mitigations substantiate that it is unlikely that a manufacturing non-conformance contributed to the complaint event. The reported events were confirmed based on visual inspection of the returned device. No manufacturing non-conformances were identified in the returned delivery system during functional and dimensional testing. The review of complaint history, lot history, DHR, and manufacturing mitigations further supported that a manufacturing non-conformance in the delivery system likely did not contribute to the reported event. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in the product risk assessment. The material proximal to the bond area can fail if there are difficulties encountered during valve alignment, which results in increased forces acting upon the joint area. The following scenarios can result in difficulty aligning the thv and high valve alignment forces. Patients access vessels were described as mildly calcified and moderately tortuous. If the physician performed valve alignment in a non-straight section of the aorta, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. This is evident per gouges that were present on the flex tip indicating valve diving. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, which can lead to the reported fine adjust difficulty. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment as well as delivery system retrieval, which could lead to a weakening of the area in question as evaluation in a previously performed engineering study. As a result of the excessive force and device manipulation used to overcome the difficulties experienced may have led to the separation of the distal tip/nose tip. Although a definitive root cause is unable to be definitively determined; available information suggests that patient factors (tortuosity) and procedural factors (valve alignment in non-straight section, device manipulation) factors may have contributed to the complaint events.  Since no manufacturing non-conformances or IFU/training deficiencies were identified and the occurrence rates did not exceed the respective complaint trending control limits, neither a product risk assessment escalation, nor preventative or corrective actions are required at this time.  A corrective/preventive action investigation was previously initiated and additional information that currently exists in the training manuals was included in instructions for use relative to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. A product risk assessment was previously performed to investigate the balloon torn issue and its associated risks.